Event description:
The ep-shuttle generator stop button did not work - it did not stop the ablation. The customer had to unplug the power cord to stop the ablation process.

Manufacturer narrative:
Multiple attempts have been made, however no further information has been obtained so far regarding whether or not there was pt injury because of that extra ablation period, the duration of the (additional) ablation until the generator was stopped by unplugging it, and the delivered power at that time as well as the generator settings.